Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report the difficulty removing the lock line and knot. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was placed successfully. A second clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when removing the lock line, resistance was met. The lock line was able to be removed completely and a knot was noted. The clip was deployed, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, while the difficulty to remove the lock line appears to be the result of the reported knot. A cause for how the knot formed could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.